Manufacturer narrative:
A partial lead was returned in two pieces measuring 7.5 cm (connector portion) and 41.0 cm (distal portion) with the helix stretched and clogged with blood/tissue for the reported event of lead insulation anomaly. Visual and x-ray examination found no issues aside from procedural damage. No conductor fractures or internal shorts were noted. The reported event was unconfirmed.

Event description:
Related manufacturer reference number: 2017865-2020-05572. New information received notes the physician explanted the right atrial lead and explanted and replaced the implantable cardioverter defibrillator and right ventricular lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06672. It was reported that the patient presented with discomfort around the pocket containing the device. The physician did not allege a malfunction on the device and opened the pocket and repositioned the device from a left sub-pectoral position to a left pre-pectoral position. During this procedure with the pocket open, the physician noted superficial insulation damage on the right atrial lead. The physician attached a suture sleeve over the damage site on the lead body and closed the pocket. The patient was in stable condition.